Event description:
Customer reported a button error alarm on the insulin pump. The customers blood glucose level was 83 mg/dl. The cause of the button error alarm is unknown. The customers pump has been replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.